Manufacturer narrative:
The field service engineer (fse) verified hardware performance by completing passing system checks and high sensitivity system checks within system specifications. The unit conformed to the manufacturer's published performance specifications. The customer stated to the fse that the staff would be educated in reference to reagent pack loading.

Event description:
A beckman coulter, inc. Field service engineer (fse) discovered the customer had shared a troponin I (accutni) reagent pack while on site performing a separate service. The customer reported the initial troponin I (accutni) results were elevated, within the risk stratification, for multiple patients involving access 2 immunoassay system. The customer stated subsequent testing recovered lower results within the normal reference interval. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.